Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified no tears in the balloon material. An encore inflation device was tested at 12 atmospheres using a druck gauge. An attempt to inflate the balloon confirmed that a pinhole leak was identified over the distal end of the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified a kink in the hypotube at 71cm distal from the strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.